Manufacturer narrative:
(B) (4). Method - work order search. Results: a work order search was performed and there were no similar complaints found. (B) (4).

Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens on (B) (6) 2008. The pt post-treatment f/u form at 24 months indicated a loss of vision due to the development of a cataract. Lens was removed and replaced. Add'l info has been requested, but not yet received. Any additional data received will be submitted on a supplemental medwatch form.